Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. The manufacturer's field service engineer (fse) performed troubleshooting with the customer. The graphical user interface (gui) was swapped with another unit and it was confirmed that the gui was the source of the issue. The customer was advised to replace the gui. The customer replaced the gui and the issue was resolved.

Event description:
It was reported that the ventilator's display was blank even though the ventilator was powered on. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 29oct2018. Date of manufacturer: 25oct2018. The user interface assembly was returned to philips for evaluation. The customer complaint of display blank was confirmed. The burned out cold cathode fluorescent lamp (ccfl) backlight caused the dim display.